Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary implant date: (B)(6) 2018. Revision for removal of head and insert and replaced with new head and insert due to infection. Male patient (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8690138. Device history review: parts were manufactured per specification and all raw materials met specification if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8690138. Device history review: parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.